Event description:
(B)(4). Suffering from migraines, joint pain, fatigue, bloating, heavy painful mentrual cycles, occasional dizziness, metallic taste in mouth that comes and goes, and sharp pains that happen in the location of the coils.

Event description:
(B)(4). Had removal (B)(6) 2016.